Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred when the customer was attempting to print from the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred when the customer was attempting to print from the device. There was no patient use associated with the reported event.